Manufacturer narrative:
The device was returned to the manufacturer and evaluated at tek park for proximal weld separation. Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of this analysis, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The visual inspection at tek park noted that the solder around the rotator housing was separated from the thumb loop; the solder material was visibly cracked, degraded, and missing in areas. There was etching on the device indicating an aesculap technical services (ats) repair had been performed in august 2020. Functional testing showed the handle function was not smooth. Physical inspection revealed that the shaft easily separated from the rotator housing, and the soldering failure was confirmed. The instrument was observed to function intermittently; therefore no further tests were performed beyond the test to confirm the complaint failure of "weld broken at the proximal weld near the handle". Based on prior evaluations of complaint devices reported with a failure mode of proximal weld separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was in need of repair. According to the complainant, the proximal weld at the handle was broken. The complaint device was returned to themanufacturer for evaluation. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aic reference (B)(4).